Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that a patient, who was intubated and sedated, was receiving versed infusion (concentration 2mg/ml, total volume 50ml, rate set at 5mg/hr. With 1 to 4 mg boluses every 15 minutes) via pca pump. It was noted that the nurse observed the versed drip was infusing "too fast." The nurse and another clinician checked the programmed rate of infusion and if there any bolus doses given at that time. The nurse stated no boluses were administered. Upon further inspection, the clinicians noticed the pca dose request button was in a place (stuck) where it could not be pushed and that the light was off. The clinicians observed the device for a bit and then the "light came back on." They then witnessed the pump start giving a bolus "on its own." The clinicians promptly stopped the infusion and replaced the pump. Additionally, the nurse reported that the pca module alarmed stating that the pca button has been pushed for too long. The volume on versed syringe seemed less than expected from the time the syringe was first loaded into the module. It was also noted that the pca dose request button was just hanging freely below the pump. Patient was transported to CT scan after loading the new syringe at 0300, and the bedside nurse witnessed a pca dose being administered at 0630 without pushing the dose request cord button. According to the hospital's medication safety officer, the patient was already intubated prior to the event, and there was no harm to the patient.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
It was reported that a patient, who was intubated and sedated, was receiving versed infusion (concentration 2mg/ml, total volume 50ml, rate set at 5mg/hr. With 1 to 4 mg boluses every 15 minutes) via pca pump. It was noted that the nurse observed the versed drip was infusing "too fast." The nurse and another clinician checked the programmed rate of infusion and if there any bolus doses given at that time. The nurse stated no boluses were administered. Upon further inspection, the clinicians noticed the pca dose request button was in a place (stuck) where it could not be pushed and that the light was off. The clinicians observed the device for a bit and then the "light came back on." They then witnessed the pump start giving a bolus "on its own." The clinicians promptly stopped the infusion and replaced the pump. Additionally, the nurse reported that the pca module alarmed stating that the pca button has been pushed for too long. The volume on versed syringe seemed less than expected from the time the syringe was first loaded into the module. It was also noted that the pca dose request button was just hanging freely below the pump. Patient was transported to CT scan after loading the new syringe at 0300, and the bedside nurse witnessed a pca dose being administered at 0630 without pushing the dose request cord button. According to the hospital's medication safety officer, the patient was already intubated prior to the event, and there was no harm to the patient.